Event description:
On (B)(6) 2019, a perceval pvs21 implant attempt occurred. However, it is reported that the valve was implanted and explanted intra-operatively because the leaflet appeared to not coapt properly. This issue was reportedly observed both prior and after the aorta closure. No stent deformation was detected and no mis-sizing was suspected. Ultimately, a crown prt size 21 was implanted in the patient. The patient remained stable throughout the procedure and had a good outcome after surgery.

Manufacturer narrative:
After decontamination, a visual inspection was performed according to the procedure without highlighting elements of non-conformity, according to the specifications. In order to allow an exhaustive evaluation of the functional behavior, the valve underwent hydrodynamic testing in simulated physiological conditions. No anomalies in the functional behaviour were observed during the open/close cycle. Furthermore, a complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Based on the performed analysis, the reported incorrect coaptation cannot be explained by any factor intrinsic in the device because no anomalies were observed in the leaflets aspect and/or functional behaviour.

Manufacturer narrative:
The device was returned to the manufacturer and it was received on (B)(6) 2019. The returned valve prosthesis was received in general good conditions with blood traces. Further investigation is ongoing.

Event description:
On (B)(6) 2019, a percival pvs21 implant attempt occurred. However, it is reported that the valve was implanted and explanted intra-operatively because the leaflet appeared to not coapt properly. No stent deformation was detected and no mis-sizing was suspected. Ultimately, a crown prt size 21 was implanted in the patient. The patient remained stable throughout the procedure and had a good outcome after surgery.